Manufacturer narrative:
The MFR was advised that the lvad pump was not explanted and therefore will not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that after approximately 4 months of support on the lvad, the pt was admitted to the hospital with hematuria and neurologic changes the pt's family ultimately decided to withdraw support.